Event description:
Disc remover was inserted in to pt's disc at ti2-l1 during surgery. Grasp of disc material performed. Upon release, the metal tip broke off inside of the disc. This metal fragment was then removed with a grasper without further incident.